Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was unable to recreate the reported event. As a precaution, the unit was reset. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue custom room rack was not showing video. No report of injury.